Manufacturer narrative:
(B)(4). Device manufacture date: october 29, 2015 ¿ october 30, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak at level of winged luer. The o-ring component did not stay in the luer during filling. There was no patient involvement. No additional information is available.